Event description:
Pt was taken to CT scan on portable vent, which became inoperable during last moments of scan. Pt became bradycardic and desaturated. Pt removed from vent and immediately bagged and responded quickly. No further interventions needed. Pt finished CT scan of chest, as well as CT scan of brain.